Event description:
Product: salter labs full kit nebulizer set. Event: the nebulizer with oxygen tubing attached was connected directly to the endotracheal tube via the ett connector in a pt who had previously been breathing via a t-piece. The nurse tending the pt then recognized the problem and immediately disconnected the nebulizer. The pt did not require further intervention related to this issue. The nebulizer is designed to be attached, via its 17 mm outside diameter connector, to the t-piece provided in the kit. However, the nebulizer connector has an internal diameter of 15 mm which permits direct attachment to an ordinary encotracheal tube connector. We believe this is a design flaw that permits an error that could have serious pt consequences.